Event description:
A medtronic representative reported emitter tracking issues during a peg board test with a stealthstation s7 system. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
Manufacture date now provided.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Device manufacturing date is unavailable at this time. Medtronic investigation of returned suspect device finds the black plastic housing has a small area where there was an impact. The field generator failed the pegboard test with an error of 3.007mm. This device is out of calibration, directly causing the event.